Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, which resulted in pacing inhibition. The patient didn't experience asystole. In addition, low impedances were observed. An x-ray occurred, which indicated the rv lead was fractured due to subclavian crush. Subsequently, a revision procedure occurred. This rv lead was explanted and replaced. No additional adverse patient effects were reported.